Manufacturer narrative:
Evaluation conclusion: the unit was scrapped by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility that the blue ring was missing from the unit. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.